Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report assay results were associated with the incorrect patient name when using the vitros eci q system. The customer was unintentionally reusing sid numbers without ensuring that the previous program associated with the sid was processed to completion or deleted prior to reuse. An ortho service engineer assisted the customer with turning the auto delete feature on and setting it to 30 days per the current needs of their lab. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The customer identified the discrepancy, and no mis-associated results were reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).

Manufacturer narrative:
The investigation determined that assay results were associated with the incorrect patient name when using the vitros eci q system. The root cause of the event was determined to be user error due to improper use of sid numbers. The vitros eci q system in use during the event was operating as intended. The customer was unintentionally reusing sid numbers without ensuring that the previous program associated with the sid was processed to completion or deleted prior to reuse. An ortho service engineer assisted the customer with turning the auto delete feature on and setting it to 30 days per the current needs of their lab. Email address for contact office in field MFR site above is (B)(4).